Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, incomplete stent apposition occurred. The patient presented with stable angina and was referred for cardiac catheterization. The target lesion being treated was located in the ramus. The lesion was 90% stenosed, 3.0mm in diameter and 14.0mm long. The target lesion was treated with predilation and placement of a 2.50x20mm taxus liberte stent. Post stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the taxus liberte stent. The stent was treated with post dilation of a non compliant balloon. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).